Event description:
It was reported the monitor would not turn on, despite replacing the batteries. The device was subsequently returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the reported event. The printed circuit board was found to be corroded and contaminated.